Event description:
The device was used during a hernia repair procedure. Reportedly, the instrument did not fire properly. The surgeon applied another device without pt injury.

Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The cause for the difficulty reported could not be reliably determined as the lower cartridge cover was disengaged and not returned for evaluation.